Event description:
It was reported that the device exhibited high pacing lead impedance. X-ray showed normal lead shape, and no lead dislodgment. Possible lead damage was suspected. Further lead assessment and lead replacement were recommended. Patient has not returned for further evaluation.

Manufacturer narrative:
(B)(4).